Event description:
A ventilator was scheduled for service due to the unit failing the active exhalation verification test. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the unit failed active exhalation verification testing. The field service engineer replaced the proportional valve and 3-way solenoid to resolve the issue. The unit passed final testing.

Manufacturer narrative:
The manufacturer previously reported that a trilogy evo ventilator was scheduled for service due to the unit failing the active exhalation verification test. There was no harm or injury reported. During evaluation of the device by a philips remote service engineer, the unit failed active exhalation verification testing. The field service engineer replaced the proportional valve and 3-way solenoid to resolve the issue. The unit passed final testing. The trilogy evo proportional valve was returned to the product investigation lab (pil) for further testing. Pil installed the proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module (aecm) verification at pretest and the aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The section h coding has been updated to reflect this information.